Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
The pump critical alarm started on (B) (6) 2010. The patient went to the emergency room. An x-ray was performed (results not reported). The patient was sent back home. Approximately 1 week later, the patient was seen in neurosurgery due to the ongoing alarm. Device interrogation revealed a 'prolonged pump stop. Pump motor stall. The internal circuit will shut down' messages. The pump was reinitiated, but the error message didn't disappear. The pump was stopped; the alarm was silenced. The hcp decided to treat the patient with oral baclofen until pump replacement. The pump was replaced. The catheter remained implanted and was connected to the new pump. There was no patient injury associated with the event.